Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection three days post implant. Cultures were taken and (B)(6) was identified. The patient was treated with antibiotics, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted two days later and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.